Event description:
Event description cpi received information that this ventak mini implantable cardioverter defibrillator (ICD) exhibited oversensing; possibly related to diaphragmatic myopotentials. The patient did not receive any inappropriate therapy.